Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152743.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited low impedance. No intervention was done. The patient status was unknown.